Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower hardware failure and requires maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that. The technical support specialist (tss) dialed into the station but did not find any hardware failure notices. The customer confirmed that the issue had been resolved. The system functioned as intended after the issue was resolved.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower hardware failure and requires maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.